Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction "the letter "s" is the only thing appearing on display when any kind of drug is selected.", which was observed. The device evaluation confirmed the malfunctions, evaluation found the following keys are inoperable: #7, #8, #9. When any of the remaining functional keys are pressed an automatic output of the (#7, s) key will occur following the selected key's function. Caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable keypad. The letter "s" is the only thing appearing on display when any kind of drug is selected. It was also reported there was no patient injury.